Event description:
It was reported that a power on reset (por) condition occurred. It was stated that the patient was not able to adjust their stimulation and the display showed the "call your doctor" icon. The representative was able to clear the patient's por and the issue was resolved. The patient recovered without sequela.

Event description:
Additional information found: it was reported that patient did not feel stimulation at the time of the call.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).